Event description:
Received user medwatch (B)(4) from FDA post marked (B)(6) 2012. A pt of unk age and gender presented for a venous pta for fistulogram. It was reported that after the balloon was inflated, it would not deflate. No further info was provided.

Manufacturer narrative:
As the device involved in the reported incident was not returned, angiodynamics is unable to perform a device eval. The complaint as described in the user medwatch could not be confirmed. The root cause for the reported defect is unk. If the device or more info becomes available, the complaint will be reopened and the sample will be investigated. The result of which will be submitted via a f/u medwatch. During the mfg processes all pta balloons are 100% inspected by mfg personnel and aql inspected by quality assurance for this failure mode. Each balloon is inflated, checked for leaks and then deflated. At this time, angiodynamics has deemed these process controls adequate to detect this type of failure. The reported lot number (92376) is not an angiodynamics lot number. As the user facility was not reported, no lot history records were reviewed. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).